Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(4). It was reported that on (B)(6) 2022, an 18mm amplatzer amulet occluder was successfully implanted in a patient. On (B)(6) 2022, the patient called the hospital complaining about shortness of breath and an associated tightness in the chest. The patient denied having a fever, cough, chills, or swelling of their feet/ankles, but had shortness of breath when active. The patient presented to the hospital and echocardiogram was performed, showing that the patient had a 1mm pericardial effusion. The patient was diagnosed with pericarditis. The patient was prescribed a two week regimen of toradol and colchicin. No patient consequences were reported.

Manufacturer narrative:
An event of a small pericardial effusion was reported. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from the field indicated that in this case there was no difficulty implanting the occluder, that nothing was exchanged inside the heart, that there was one partial recapture of the device, that the patient's act levels were in the therapeutic range and that the cause of the pericardial effusion was unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had been placed under general anesthesia for procedure. The patient had been administered heparin and had a minimum and maximum activated clotting time (act) levels of 389 seconds during procedure. There was one partial recapture of the occluder due to an unknown reason, but the 18mm amplatzer amulet occluder was never completely retracted into the delivery system. There had been no difficulty implanting the the 18mm amplatzer amulet occluder and it was sized using transesophageal echocardiography. A transesophageal echocardiogram was also used to confirm the patient's 1mm posterior and anterior/basilar pericardial effusion. Post-implant the patient's eliquis was discontinued, but continued aspirin, and added plavix for 6 weeks. The patient was stable at the time of report. It is unknown what caused/contributed to the patient's pericardial effusion.